Event description:
It was reported that post implant, the atrial lead exhibited loss of sensing and capture. A chest x-ray verified that the lead had dislodged. The pocket was reopened, and the lead successfully repositioned.

Manufacturer narrative:
Na